Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that increasing pacing lead impedance was noted over the past few months. The lead was explanted and replaced.